Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced for unknown reason. Debulking was noted as one of the reasons for explant. There was no other information available. The patient was stable.